Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tampered seal label was missing. Functional testing unable to duplicate customers reported system failure. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. Actions were taken to mitigate the reported issue: a full standard preventative maintenance was recommended.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, it was noted that the pump exhibited system failure. No patient was involved in this event. No adverse effects were reported.